Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that the patient had been having a driveline power fault alarm on two different system controller. Log files were submitted for review and confirmed driveline power b fault alarms on (B)(6) 2026. System controller and modular cable exchange were recommended. It was noted the alarm had not interfered with pump operation. The system controller and modular cable were exchanged which resolved the alarms.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of driveline power faults was confirmed via the submitted log files. The heartmate 3 system controller (B)(6) was not returned for analysis. Data from the reported event date 23feb2026 was reviewed for the submitted log files. Two sets of log files were submitted for review, (B)(6) (pre controller and modular cable exchange) and (B)(6) new (post controller and modular cable exchange). The pump fixed speed and low speed limit (lsl) were set to 5400 revolutions per minute (rpm) and 5200 rpm respectively. The pump maintained a speed within the expected range when the driveline was disconnected throughout the reported event date. The controller event log file revealed a persistent driveline power fault alarm, the alarm was associated with power_b faults. The onset and resolution of the alarm was not captured in this log file. The alarm did not affect pump function and no other notable events were observed. Follow up log files revealed the driveline power fault alarm did not return following the reported exchange. Provided information indicated that the alarms occurred on 2 different controllers and resolved when both the modular cable and the system controller were exchanged. Multiple attempts were made to obtain additional information from the customer regarding the event; however, no additional information was provided. A root cause for the reported event could not be conclusively determined through this investigation. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU), and the heartmate 3 lvas patient handbook, are currently available. The current revisions of the IFU and patient handbook can be found on the eifu page of the abbott website. Sections 2 and 6 of the IFU and sections 2 and 4 of the patient handbook caution the user to avoid pulling on or moving the driveline and further emphasize not to twist, kink, or sharply bend the driveline, which may cause damage to the wires. Section 6 of the IFU and section 4 of the patient handbook also instruct the user to check the driveline daily for signs of damage, such as cuts, holes, or tears. The patient handbook also instructs the used to call the hospital contact right away if the driveline is damaged (or might be damaged). Section 7 of the IFU and section 5 of the patient handbook provide instructions regarding how to care for the driveline in sub-sections entitled "what not to do: driveline and cables." The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. The device history records were reviewed and the records revealed no deviations from manufacturing and qa specifications. No further information was provided. The manufacturer is closing the file on this event.